Event description:
Surgeon was seeing his pt in his office to remove skin staples. When examining his pt he noted that the incision was not closed. As he was removing the staples the surgeon noted that one side of each staple was not crimped or closed properly.